Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic, non-sustained rv oversensing episodes were observed. Patient was asymptomatic and no other anomalies were observed. Programming changes were recommended. No further information available.